Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose value 44 mg/dl at the time of the incident. Customer treated their low blood glucose via food. Troubleshooting was performed. The insulin pump will not be returned device for analysis.